Event description:
The manufacturer received information alleging a trilogy 100 ventilator, u.s.a - bt device was returned to a third-party service center for evaluation. There was no patient harm or injury reported. During the evaluation of the trilogy 100 ventilator, u.s.a - bt device at the service center, the device failed the active exhalation proportional valve test. The device evaluation does not identify any specific component malfunction that would need to be replaced to resolve the failed test step. Additionally, the service technician noted the power cord clamp is missing, the handle assembly is missing plastic, the rubber feet are missing, the keypad is damaged, the front case is cracked, the rear enclosure assembly is cracked, the exhalation power block pas is cracked, and the warning label is damaged. If any additional information is received regarding the repair, a follow-up report will be filed.